Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was making a grinding noise. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device made an unusual noise and the noise cone was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to allowing the device to come into contact with a hard object. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.